Event description:
It was reported that "when placing tl graft and hitting inserted graft fractured and a piece broke off. Immediately the doctor pulled implant out and piece that broke off and used a different implant with no problems."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment results: the returned avs tl spacer 12 x 25 x 4 deg was confirmed to be fractured via visual inspection. There were no manufacturing issues pertaining to this lot number. It is likely that this damage is the result of the impaction, since an excessive impact can fracture the implant. The straight fracture along the side of the spacer from the inserter hole indicates that the spacer may have been at an angle during impaction. This event occurred during surgery resulting in a three minute surgical delay with no adverse effects to the patient. The root cause of this event is likely due to the orientation of the implant during impaction and possibly improper disc space preparation. The communication log indicates that the breakage happened during insertion while the surgeon was impacting the spacer into the interbody space. After the breakage, the surgeon chose another spacer and it was reported to have no issues. Conclusion: the root cause of this event is likely due to the orientation of the implant during impaction and possibly improper disc space preparation. The exact cause cannot be determined and is likely multifactorial in nature.

Event description:
It was reported that .. "When placing tl graft and hitting inserted graft fractured and a piece broke off. Imediately the doctor pulled implant out and piece that broke off and used a different implant with no problems."